Event description:
No additional information was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed; radiographic evaluation noted no abnormalities in the right knee. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an right total knee arthroplasty. Subsequently considered for a revision due to unknown reasons. No additional information is available at this time.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a revision knee arthroplasty to replace the polyethylene tibial bearing due to wear and instability. No additional patient consequences were noted.